Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), difficulty removing occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left superficial femoral artery (sfa). A non-bsc catheter was placed. The 035/260 amplatz super stiff guidewire was advanced into the patient. During withdrawal, the non-bsc catheter and the guide wire became stuck together. The catheter and the guide wire were removed from the patient together as one unit. The physician pulled hard and removed the wire, and as he did the wire began to fray. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that the coil was severely elongated and unraveled, additionally the coating is scrapped in some sections along the entire body and the unit is bent. The visual inspection was performed and the device presents: the distal end seriously damaged (elongated, unraveled and core wire fractured). All the measures were found to be within specifications mtac analysis revealed that the separation occurred due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), difficulty removing occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left superficial femoral artery (sfa). A non-bsc catheter was placed. The 035/260 amplatz super stiff guidewire was advanced into the patient. During withdrawal, the non-bsc catheter and the guide wire became stuck together. The catheter and the guide wire were removed from the patient together as one unit. The physician pulled hard and removed the wire, and as he did the wire began to fray. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).